Event description:
Treatment of an ic-pc (internal carotid-posterior carotid) aneurysm. During the preparation, it was reported that the hyperglide balloon ruptured during test inflation. The device was not used in the patient.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).